Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was capped due to impedance issues. Pacing impedance was increasing steadily with some noise detected on follow up causing lack of pacing on rv lead. Patient was not pacer dependent.